Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis manifested by cloudy effluent and abdominal pain. The break in aseptic technique was further described as contamination from the patient¿s cat. The patient was hospitalized for the peritonitis for four days. The patient was treated with injection ampicillin (intraperitoneally, 2.075gm/day) and injection levaquin (po, 250mg/od) for the peritonitis. Twelve days after being discharged, the patient was hospitalized again for unresolved peritonitis. The patient¿s pd catheter was removed and was placed on hemodialysis. The next day, the patient was discharged from the hospital. At the time of this report, the patient was not recovered from the peritonitis. No additional information is available.